Event description:
It was reported that the autopulse resuscitation system displayed a user advisory ua07 (discrepancy between load 1 load 2 too large) message. There was no report of any patient involvement. No additional details were reported.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection was performed and confirmed the following: the blue case was cracked, the rubber on/off button was split and there was a loose load cell connection. Functional testing was performed with passing results. The archive file was reviewed and no issues were noted. The reported user advisory 7 (discrepancy between load 1 and load 2 too large) fault was verified during evaluation and was likely attributable to the loose load cell connection noted during visual inspection. A root cause could not be confirmed.